Event description:
It was reported that the ventilator had a constant high pressure alarm and stopped ventilating while connected to a pt. No pt harm reported.

Manufacturer narrative:
Results - the MFR was able to duplicate the reported problem, but was unable to determine the cause of the high pressure condition.